Manufacturer narrative:
(B)(4).

Event description:
Product was received but could not be investigated for this allegation.

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).